Manufacturer narrative:
Testing and investigation found the device alarmed with an s321 (motor error-pmc, left) malfunction alarm code. The probable cause of the s321 malfunction alarm code may be a broken encoder on motor. This report represents all information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported during preventative maintenance testing the device alarmed with a s321 (motor error-pmc, left) malfunction alarm code. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.